Event description:
After multiple unauthorized outgoing calls from the medtronic care link it was discovered that the unit was hacked and the hacker placed call to police and police was dispatched to my home in the middle of the night. Meds: list on file with physician, cardiologist dr (B)(4) at (B)(4) hospital, (B)(4). FDA safety report ID# (B)(4).